Manufacturer narrative:
The device, lot# pw305187, was returned to olympus for evaluation in used condition. The evaluation confirmed the ptfe pad (teflon pad) was inspected and found a large distal portion to be missing, exposing metal. The remaining proximal end of the teflon is worn out and having small splits on the side. Moreover, found charred stains on the non-insulated area of the grasping section and on the probe due to thermal damage. Also, the gold insulation of the jaw has a minor scratch. The device was then connected to olympus esg-400 and usg-400 generators; a probe check was performed and the device passed the probe check. The wiper movement, the handle load, the consistency of movement of the handle/jaw, and the rotation of the knob torque are normal. On march 25, 2019 the user facility further reported that the doctor was performing a therapeutic total laparoscopic hysterectomy and was trying to take the broad ligament by using a cut and seal technique. All three devices had visual damage of melting of the teflon pad and metal exposed on the device jaw. The doctor was experienced enough in using the device that he was able to see the issues occurring on the teflon pad and was able to stop the procedure before any of the device fragments fell into the patient. The generator settings for all three devices were: 2 seal/1 cut. There were no error codes displayed on the generator. The devices were inspected prior to use and no abnormalities were observed. The local olympus sales representative trained the doctor on the techniques of how to use the device. The procedural tips and techniques instructions that was distributed on september 27, 2013 has been shared with the user facility. Based on the evaluation and similar reported complaints, the potential cause of the damaged teflon pad is likely attributed to unintended operational error. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects. Do not activate output while applying the probe tip to the tissue with strong force, grasping thick tissue or twisting the handle. As a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that teflon pad damage occurred to three devices from different lots during the same procedure. It was reported that the teflon pad was melting and delaminating very quickly. There was no device fragment that fell into the patient reported. The intended procedure was completed and there was no patient injury reported. 2 of 3 devices

Manufacturer narrative:
This supplemental report is being submitted to correct section h6 (patient code).